Event description:
The customer reported that prior to use on a patient, the iabp batteries only lasted 20 minutes. Another iabp was used to initiate therapy. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the iabp battery runtime was only 38 minutes. The company representative replaced the batteries (part number 0146-00-0039). In an unrelated repair the safety disk (part number: 997-00-0985-01) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The batteries were sent to (B)(4) for evaluation. The tests concluded that the batteries were about 2 years old (date code on batteries is december 01, 2010) and did not meet the acceptance criteria of minimum 2 hours and fifteen run time. The observed run times on both batteries were 34 minutes and one hour, 30 minutes, respectively. The runtimes test results are consistent with expected runtimes for fielded batteries of this age. The cs 300 operating manual state that "a reduction in run time can occur over a battery's life for reasons such as age, storage temperature and discharge depth" and should be replaced if one of the following is true: if battery experiences 100 full discharge cycles; battery is three years old; if battery run time is marginal (less than the minimum required time of 135 minutes) as tested during normal preventive maintenance cycle of 6 months. (B)(4).